Event description:
It was reported that the patient had an increase in their pump power overnight while they were inpatient. The controller was also reportedly hot. The next morning, the controller's temperature dropped back to room temperature and the pump's power was back to a normal parameter. Log file analysis showed slightly elevated power and flow. The cause of the elevated power and flow as well as the controller temperature being hot was unknown. The patient underwent a heart transplant the next day, (B)(6) 2021.

Manufacturer narrative:
The patient's transplant was reported in MFR report #2916596-2021-07333. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. Both were mistakenly populated in the initial report. Manufacturer's investigation conclusion: the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿system operations¿ both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The reported event of system controller being hot was not confirmed. The log file spanned approximately 7 days (26nov2021 to 03dec2021 per the timestamp). No notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.